Event description:
Rhabdomyolysis-like symptoms. In august my dr raised my thyroid med (armour thyroid) dose based on an abnormal lab value drawn when I was taking biotin. The dr knew I was taking biotin (and had been for 4 yrs) and knew it could affect the test but had no info on how it could effect the test. Over next 2 weeks, I developed a non-stop headache, shallow breathing, muscle pain, ataxia, inability to sleep ( was wide awake up to 30 hours at a time), lower than normal body temperature but periodic sweats, and lack of appetite. Was seen in the ER where drs fixated on "chest pain" - I told them it hurt to take a deep breath, they call it chest pain and did full cardiac work-up ignoring all other symptoms. Discharged from hosp after 24 hrs because my troponin level was normal, I have since found out that biotin may give a falsely low troponin result. The weakness in my thighs and upper arms has been debilitating; I have spent most of the last 5 wks in bed. I get up, try to do some normal activities (get dressed, prepare a meal, bathe, household chores) and after only a few mins the weakness surges through my body and I have to lie down - even sitting becomes exhausting and painful. After the hospitalization at my request my cpk levels were tested several times. It was initially midrange normal, but the longer I was off the biotin, the more it went up, coming down after I had been off the biotin 4 wks. I am wondering if the initially normal levels were false results because of biotin. It is now 5 wks since I have taken either armour thyroid or biotin, I am still needing to spend most of my day in bed. I have a headache off and on (I do not normally have headaches) and no one, certainly not my primary care dr, has any idea of what to do to help me. No dr I've spoken with knows how to interpret labs affected by biotin, or even which labs other than thyroid tests, are affected. Nor do they know how to treat my symptoms, including abnormal kidney test results on my latest labs. Labs need to disclose every single test they use that might be affected by a pt taking biotin supplements, and the FDA needs to issue clear guidelines to physicians about how to interpret labs that might be affected by biotin, and how long a pt should off biotin before retesting. Performed by labcorp. FDA safety report ID# (B)(4).